Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium/large clip applier instrument for failure analysis evaluation. It was installed and driven on an in-house system. The clip applier instrument failed the clip test due to misapplication of the clip. The clip stayed attached to the clip applier instrument and was unable to be released. Additionally, the clip applier instrument was found to have a loose grip cable at the clamping pulley. No cracks were found on the clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not deploy from the medium/large clip applier instrument. According to the initial reporter, an injury occurred. However, no details regarding the injury were provided. The procedure was completed as planned. The following information is unknown: the source, type, severity, and cause of the injury, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.